Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker was not functioning and was referred to the physician. Additional information was sent but was not successful. This pacemaker remains in service. No adverse patient effects were reported.